Event description:
A customer reported that during three different procedures, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed without delay or pt harm. Add'l info has been requested. This is the first of four medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).